Event description:
Following a trabecular microbypass stent system procedure, a referring doctor reported that the patient presented with chronic uveitis associated with iris touch, described as ¿stents are touching the peripheral iris¿. Additional information has been requested.

Manufacturer narrative:
Additional information: the device remains implanted; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Uveitis and iris touch are known inherent risks of trabecular microbypass procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Each reported event is an established risk associated with use of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).